Event description:
The external pulse generator was returned for its annual test and calibration and was found to be out of specification during manufacturer's analysis.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis could not find any defects and could not confirm the sensitivity failures noted during servicing of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the generator was returned and analysis found the heart lead flex to be out of specification electrically. (B)(4).